Event description:
Collapse of septum was found after connection with syringe, defective quantity 6 pcs. 1 unit of defective product can be returned, photographs provided. Claims need to be settled, complaint response letter needed, complaint receipt letter needed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.